Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope distal end was worn, and black material sometimes comes out of the channel tube (scope is not leaking). The issue was found during preparation for use, prior to a diagnostic gastroscopy procedure. The intended procedure was completed with a similar device without a delay. There were no reports of patient harm. This report is being submitted for the reportable malfunction of foreign material exiting from the channel.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the distal end was not found to be worn; however, the device evaluation found that there was foreign material attached to the scope due to insufficient cleaning. Additional findings include the following: the angle knob torque of the up / down knob at free exceeds the standard value due to the wear of the angle wire, the light guide lens had a chip, the switch box was deformed, switch 1 was deformed and worn, the suction cylinder was shaved, and the angle was insufficient. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage to the part where the foreign matter remained and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.